Manufacturer narrative:
(B)(4). Initial reporter state - (B)(6). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction occurred. The sensor was inserted into the upper buttocks on (B)(6) 2022. On (B)(6) 2022, the patient experienced a skin reaction that consisted of inflammation, pimples, blisters, pustules and drainage which extended past the sensor patch adhesive. The patient's parent took the patient to the emergency room (ER) where cellulitis was diagnosed and an oral antibiotic (cephalexin) was prescribed. After treatment the area improved and the child felt better. No additional patient or event information is available.